Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a meridian stem was reported. The event was confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event of periprosthetic fracture via x-ray. However,primary and revision operative reports, clinical history are needed to evaluate this event further. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of device, primary and revision operative reports, x-rays, patient history, clinical history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Periprosthetic fracture was reported and the patient was revised.

Event description:
Periprosthetic fracture was reported and the patient was revised.